Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. Access was obtained via the femoral artery. The physician predilated the 75% stenosed lesion located in the severely tortuous and severely calcified proximal left circumflex (lcx) and distal left circumflex (lcx) with a non-bsc device but was unable to cross the lesion. Thus, the physician advanced a 1.75mm rotablator rotalink plus burr catheter to treat the target lesions. Ablations were performed five times each for 10secs at a rotation speed of up to 200,000rpm on both the proximal lcx and the distal lcx lesion. During ablation, the rotalink burr became stuck in the lesion. In an attempt to retrieve the device, the physician dismantled the advancer and advanced a non-bsc manufacturer guide wire to the lesion to withdraw the burr into the sheath. However, the burr could not be removed. Then, a 7f sheath and guide wires were advanced to the affected area was dilated with two different non-bsc balloon catheters and the issue was not resolved. Thus, a non bsc guide catheter was inserted with deep seat technique and the device was removed from the patient. The procedure was completed with this device. No further patient complications were reported and the patient status is listed as good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: only the drive shaft of the catheter unit was returned without the remaining catheter housing and advancer unit. The housing of the rotablator catheter unit returned was not attached to the coil. The distal shaft was inserted in a guide catheter and could not be removed, a guidewire was stuck in the burr and also could not be removed. Microscopic examination of the burr revealed the annulus of the burr was found to be slightly flared. There was no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications." If batch is unknown use statement. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. Access was obtained via the femoral artery. The physician predilated the 75% stenosed lesion located in the severely tortuous and severely calcified proximal left circumflex (lcx) and distal left circumflex (lcx) with a non-bsc device but was unable to cross the lesion. Thus, the physician advanced a 1.75mm rotablator rotalink plus burr catheter to treat the target lesions. Ablations were performed five times each for 10secs at a rotation speed of up to 200,000rpm on both the proximal lcx and the distal lcx lesion. During ablation, the rotalink burr became stuck in the lesion. In an attempt to retrieve the device, the physician dismantled the advancer and advanced a non-bsc manufacturer guide wire to the lesion to withdraw the burr into the sheath. However, the burr could not be removed. Then, a 7f sheath and guide wires were advanced to the affected area was dilated with two different non-bsc balloon catheters and the issue was not resolved. Thus, a non bsc guide catheter was inserted with deep seat technique and the device was removed from the patient. The procedure was completed with this device. No further patient complications were reported and the patient status is listed as good.